Manufacturer narrative:
The information provided of event and summary with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Supplemental report had the incorrect event date. The correct event date is (B)(6)2019. He customer was hospitalized on (B)(6)2019

Manufacturer narrative:
Device device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level was 505 mg/dl and treated with insulin drip at hospital. The customer was assisted with troubleshooting. Customer did not allege insulin pump was under delivering. Customer reports they had a few issues with air bubbles. Customer declined to test insulin pump. Customer state automode was on a few weeks ago and currently on the basal rates and bolus wizard. Customer also reported that the insulin pump had crack on battery side. The insulin will be returned for analysis.